Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance, and confirmed malfunction did not recur, and customer was advised to continue using pump and to call back if malfunction returned.